Event description:
It was reported that when the patient presented in the or for an aortic valve replacement, the device was directly exposed to electrocautery. It was noted that the device was in backup vvi. The device was reprogrammed, but the hv lead impedance was low. A capacitor maintenance test was unsuccessfully performed and a possible output circuit damage message was observed. The device was explanted and the lead was capped; both were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a message for possible output circuit damage was confirmed in the laboratory. Shorted output stage detection was noted on the device. Analysis found that the output circuitry of the device was damaged. The low voltage functionality of the device was tested on the bench and using automated test equipment and was found to be normal. The cause of the output anomaly could not be conclusively determined.